Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery wire (sdw) was returned for investigation. A lot of blood was noted on the sdw. There were no anomalies noted to the sdw and all dimensions were within specification. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vasospasm is a known and anticipated complications to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported vasospasm was an anticipated procedural complication. Based on the information provided and investigation results, the reported stent migration and breakage are most likely related to some procedural factors limited the performance of the device, which met all required specifications. Therefore, it was determined that the reported stent migration and breakage was operational context.

Event description:
Following placement of three non- stryker coils in an unruptured vertebral artery (va) aneurysm, a stent was placed across the neck of the va aneurysm. However, as the physician attempted to retract the stent delivery wire (sdw), it did not move as the stent appeared to have been caught with the coil mass. The physician had to use force to remove the sdw resulting in stent dislodgment to the proximal right va. It was reported that a vasospasm occurred; however, no action was taken to treat the reported vasospasm. After removal of the sdw, it was observed that the stent had fractured and the proximal portion of the stent was on the sdw. The procedure was aborted. Imaging performed five days post procedure confirmed that the blood flow had "recovered a little." The event was considered to be resolved and the patient condition was reported as "no problem".

Event description:
Following placement of three non- stryker coils in an unruptured vertebral artery (va) aneurysm, a stent was placed across the neck of the va aneurysm. However, as the physician attempted to retract the stent delivery wire (sdw), it did not move as the stent appeared to have been caught with the coil mass. The physician had to use force to remove the sdw resulting in stent dislodgment to the proximal right va. It was reported that a vasospasm occurred; however, no action was taken to treat the reported vasospasm. After removal of the sdw, it was observed that the stent had fractured and the proximal portion of the stent was on the sdw. The procedure was aborted. Imaging performed five days post procedure confirmed that the blood flow had "recovered a little." The event was considered to be resolved and the patient condition was reported as "no problem".